Manufacturer narrative:
Date of event is best guess.

Event description:
According to the complaint, blood sprayed out from the syringe. The blood hit the user. However, the blood hit the shirt in the area of the chest region. The customer reported that there is a crack on the body of the syringe allowing flow of blood.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production.